Event description:
It was reported that the unit powered off three times during the service report downloads. The "on" seemed intermittent. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that metallic material from the dome switch had rubbed off on the pcb layer and was intermittently activating the switch.